Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed only a green dot upon power-up. The complainant indicated that there was no pt involvement with this reported malfunction.